Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced subtherapeutic partial thromboplastin time (ptt) and was off heparin for tracheostomy. It was also reported that the patient experienced elevated lactate dehydrogenase (ldh) but reported no clinical signs of hemolysis. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemolysis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The device was not returned, and there is no product available for investigation. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.